Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal conductor of the lead was extrinsically over-rotated. The connector of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. The analyst noted that a spin was found at 1.5cm (in connector).

Event description:
It was reported by the patient that approximately a month after implant the patient fell and was told that the right atrial (ra) lead dislodged. It was also reported that the patient had a frequently low heart rate since the fall. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.